Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed, but no anomalies were found that required full analysis. (B)(4).

Event description:
It was reported that the patient's device system was explanted due to a bacteremic infection. All implanted products were removed without incident. After explant, an intraoperative transesophageal echocardiogram revealed large vegetations in the right atrium and extending into the coronary sinus. The vegetations were thought to originate from the left ventricular (lv) lead. Attempts to remove the vegetation were unsuccessful and the patient was referred to a cardiovascular surgeon. The vegetation was removed, but while the patient was coming off pump the aorta dissected. No further patient complications have been reported as a result of this event.